Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device suctioned though the suction button was not pressed. In addition, the electrode tip was activated though the electrosurgery hand button was not pressed. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with no apparent damage. The instrument was tested for continuity and was found to be conforming. No continuous activation occurred at any time during functional testing. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect internal components for evidence associated with the suction issues and no anomalies were found. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.